Event description:
The catheter shaft was kinked.

Manufacturer narrative:
A physical inspection of the device was performed by a team consisting of manufacturing engineering, r&d, and qa. The device was visually inspected and the proximal shaft was found to be damaged. A capacitance test was performed and the device passed. An image test was performed and an image was produced. There were no observed process or workmanship defects noted on the catheter. There is no observed evidence to conclude that the catheter is out of specification. The device history record was reviewed and there were no nonconformance that could have lead to the reported failure. Although, there was no patient impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification.